Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient get severe dizzy spells from using machine,headaches,worsening sinus,eye irritation,nasal/throat irritation or soreness there was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient get severe dizzy spells from using machine, headaches, worsening sinus, eye irritation, nasal/throat irritation or soreness. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The device was evaluated. As per secondary findings of the base unit observed contamination on bottom enclosure, contamination in blower box, water spots on blower fan, water spots in blower box. The external investigation showed that there were no signs of contamination on the outside of the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The care orchestrator data showed that the patient had a compliance and used humidifier at adaptive setting. The internal investigation showed that there were signs of contamination on the bottom enclosure. There were signs of contamination in the blower box. It was also noted that there were water spots in the blower box as well as on the blower fan. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath.